Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was over 700 mg/dl. Customer was wearing the device at time of hospitalization. Device had alarmed no delivery alarms, low reservoir alarms, and low battery alarms. Customer declined troubleshooting. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms or unexpected low reservoir alarms noted during testing. The insulin pump functioned properly. No physical damage noted during visual inspection.